Event description:
It was reported that the patient experienced absorption issues with infusion set on (B)(6) 2026, reported her body not absorbing the insulin properly resulting in high blood glucose. The event was treated with manual injections.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury complaint. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.